Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported a power on reset (por). Caller stated that they had a heart ablation procedure on the 13th and 14th (went up through the groin) and they turned therapy off for these procedures. Caller stated they tried to turn their therapy back on yesterday but they saw a message and couldn't get therapy back on. Agent had caller connect on the call and confirmed the message: data lost internal device has lost all data contact your clinician. Agent reviewed meaning of por (power on reset) message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.